Event description:
Reportable based on analysis completed (B)(6) 2011. It was reported that during a percutaneous coronary intervention procedure, crossing difficulties occurred. The target lesion was located in the tortuous right coronary artery. The 16 x 3.00mm taxus liberte drug-eluting stent was advanced and was unable to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status is good. However, returned device analysis revealed stent damage on the taxus liberte drug-eluting stent.

Manufacturer narrative:
This device is a combination product. Device evaluated by manufacturer: the complaint device was returned for analysis. A visual examination of the returned device found that there was blood and contrast in the inflation lumen. The stent had moved on the balloon 1mm distally from the proximal markerband and there were stent strut impressions present on the surface of the balloon between the marker bands, indicating the stent was appropriately positioned and secured to the balloon in manufacturing. The stent was damaged with the first two proximal rows of struts stretched and flared. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).